Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that buttons were not responding on insulin pump and pump was not delivering insulin. Customer did not want to speak with helpline to give further information. Customer's blood glucose was unknown.